Event description:
It was reported that in angio while the operation was in process, the tip of the catheter broke and detached from the device. As a result, the md had to make an incision to remove it from the patient. The md was a skilled user of the ptd and followed the instructions for use. A delay was reported, however, there was no death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.